Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The calcified lesion was located in an unknown location. The nc quantum apex mr 15mm x 2.50mm balloon was used to pre dilate the lesion. The balloon ruptured at an unknown atmosphere. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The calcified lesion was located in an unknown location. The nc quantum apex mr 15mm x 2.50mm balloon was used to pre dilate the lesion. The balloon ruptured at an unknown atmosphere. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).